Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with rainbow glare symptoms worse in the left eye than the right eye one week post-operatively following refractive treatment. Additional information received noted the rainbow glare is improving. There are multiple related reports for this event. This report addresses the patient jd's left eye, and another manufacturer report will be filed for the fellow eye and additional patient.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).